Event description:
The central monitoring system (cns) screen froze up and upon the reboot of the cns, the system is stuck at the cns boot screen and the application will not start correctly. There is an raid error message on the screen also. This unit is not in production and is not monitoring patients at this time. Ref #MFR 8030229-2014-00009.

Manufacturer narrative:
Error message indicative of a hard drive (hdd) failure. Hdd to be replaced in unit.